Event description:
--

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted no anomalies. As received, the device was capable of delivering safety mode pacing therapy as programmed. X-ray revealed that the plasma fuse was blown (electrically open). It was determined that the device's performance issue was due to blown plasma fuse/hv circuit which prevents the device from charging the high voltage capacitors. The cause for the blown plasma fuse was able to be determined.